Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report a paddle related issue. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
The philips repair bench ordered replacement paddles, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.

Event description:
The customer called into philips to report there had been impact to the paddle. There was no patient involvement.